Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm in alarm history screen due to overwritten history file. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 test. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm during the prime. The blood glucose reading was unk. She stated that the insulin pump had been exposed to an x-ray. She was unable to complete the rewind process. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.